Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received drive count or time values or changes incorrect for moving or coasting and too slow or too fast. Customer's blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer stated that they were not able to rewind the insulin pump. Customer was advised to the insulin pump requires replacement and to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected drive count or time values or changes incorrect for moving or coasting error during testing. The motor was tested outside of the device and passed.